Event description:
Nurse attempted placement of PICC line on an infant with multiple congenital anomalies. During ultrasound guided insertion, a micropuncture needle was advanced into basilic vein; a wire was passed through the needle to the level of the axilla where resistance was met. The needle was removed and a dilator and peel away sheath were advanced over the wire. Dilator and wire were removed, and resistance was met again near axilla. Ultimately nurse was not able to place PICC line. Patient had several chest x-rays for other reasons, and eventually an object was noted in the right axilla, thought to be guidewire fragment. This fragment was removed under general anesthesia and was approximately 4 cm in length. Patient tolerated procedure well with no complications.====================== health professional's impression======================it is believed that during removal of needle, the flexible end of guidewire was sheared off by needle.====================== manufacturer response for radiology microintroducer kit, radstic======================have requested return of fragment for analysis